Event description:
Patient self tester called alleging discrepant low inratio value. (B)(6) 2015, inratio 1.1, repeat inratio 1.9, five minutes between inratio tests. (B)(6) 2015, lab 2.5, 24 hours between inratio results and lab draw. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.